Event description:
It was reported that during an initial implant, it was thought that the stimulator was damaged. While trying to implant the stimulator (ins), blood and fluid were seen in the upper part of the header block. Prior to connecting the lead to the ins, impedances were normal. When connected to the ins, impedances were high on 3 contacts. The lead was removed, wiped down and reconnected. All impedances were then high. The lead was tested alone with a multi lead trialing cable and impedances were normal. Thus, they decided to change out the ins. It was further stated that the physician felt the ins was defective and did not feel comfortable using it. In addition, there were no injuries to the patient and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Final device analysis revealed no anomalies.